Manufacturer narrative:
The suspect medical device has been not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. No lot number was provided so a search of the complaint database could not be completed.

Event description:
The account alleges that during an aspira pleural drain catheter placement, every time the peel away went into the transition point, it buckled and the peel away sheath started to split, even with over prediction. All kits available were used in the attempt to use a valved sheath due to the risk of pneumothorax. The clinician was unable to use the product due to the defects and resorted to using a different sheath that did not have a valved opening, which resulted in a pneumothorax in the patient. A chest tube was placed to treat the pneumothorax. No additional patient consequence to report.